Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 3777-60 pain stim lead, implanted: (B)(6) 2008; (B)(4) lead, implanted (B)(6) 2014; (B)(4)lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient stated that their implantable pulse generator (ipg) "isn't doing the trick". They stated that "it should be controlling the rhythm of the heart" and it puts them in atrial fibrillation (af). The patient noted that a procedure was planned to "help" their ipg and the device remains in use. No patient complications have been reported as a result of this event.